Manufacturer narrative:
This is a correction to the original MDR submission. A duplicate MFR report number was identified for this complaint: MFR report#: 1213809-2023-01385.

Event description:
It was reported that the bd syringe 1ml s/t bns had foreign matter. The following information was provided by the initial reporter: "one of the boxes, the customer found the syringes to have an oil substance on them, these are contaminated." Additional information received on 11/17/2023: 1. Can you provide a batch number? **lot # 2325483. 2. Can you provide an event date?** november 1st 2023. 3. Did the event interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient? If yes, please provide details. **on seeing the contaminated syringes we did not use them. 4. Kindly confirm the oil substance is present inside the fluid path or not? **I don't know, there are some outside. We put the syringes back in a box. 5. Is there any physical sample available? If yes, kindly share it for investigation. **the photos you have already received (please see attached), yes we have kept the samples.

Event description:
It was reported that the bd syringe 1ml s/t bns contained foreign matter. The following information was provided by the initial reporter: "(B)(6) says that the syringes received have grease in them. The customer ordered 4 boxes, 1 out of 4 has this issue. These boxes were delivered to the customer in april 2023 but only opened now." Approximate quantity of product received in shipment? 4 cs. Approximate quantity of product contaminated? 1 cs. Is the product available to return? Yes. Are replacements are required? Credit and replace. Does the end user consent to be contacted by bd to gather additional information? Y/n. If yes, email or phone (please provide)? (B)(6). What is the customer's desired correction for this issue? Credit and replace. Will this desired correction resolve the customer's concerns with this issue? Yes. Is a formal quality investigation and response required? Yes.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.